Manufacturer narrative:
Upon return in may 2010, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that the device's life cell capacity was less than expected. The device ability to provide therapy was verified through automated therapy verification testing. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information in february 2010 that the monitoring voltage of this device was 2.5 volts associated with a charge time of 12.3 seconds and had triggered elective replacement indicator (eri). Technical services discussed the shortened replacement window advisory. The clinic nurse reported that in (B)(6) 2008, the monitoring voltage was 2.77 volts. In (B)(6) 2008, the monitoring voltage was 2.63 volts. Technical services offered to evaluate a memory disk or suggested that the device should be replaced within 30 days of eri declaration. The clinic nurse was not planning to send a disk for analysis and the patient had been scheduled for a device replacement procedure.